Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 3.0 inr, retention meter and customer strips: 3.0 inr . Marcumar 4: retention meter and master lot strips: 3.2 inr, retention meter and customer strips: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Results shown with "c" mean that the applied specimen was detected as control solution. Blood samples with hematocrit = 25 % will be reliably detected as a blood sample. If blood samples with a very low hematocrit should be detected as control, the maximum error due to a wrong hematocrit correction is 15% on inr basis (no clinical relevance). Inr results marked with this symbol may occur if the hematocrit value is very low - or due to faulty blood collection e.g. Contamination of the sample with sweat, lymph, water, alcohol etc. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 10:58am, the result from the meter was 4.7 inr accompanied by a "c". At 11:11 am, the result from a laboratory using recombiplastin was 1.7 inr. There was no allegation of an adverse event. The patient was anemic, had no antiphospholipid antibodies, no direct thrombin inhibitors or heparin, no new medications, no new illness, no diet changes, and no signs of bleeding or bruising. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345215) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.